Manufacturer narrative:
Investigation summary: bd received 1 sample and 4 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and the customer's indicated failure mode of foreign matter was observed as a loose particle is seen in the tube. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Bd was unable to determine a root cause of the foreign matter however, there has been increased awareness for cleanliness and reduction of foreign matter in the plant and, several projects are in place that will help reduce the potential of introducing fm into tubes. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use black foreign matter was found in the tube."

Manufacturer narrative:
Investigation summary: bd received 1 sample and 4 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and the customer's indicated failure mode of foreign matter was observed as a loose particle is seen in the tube. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Bd was unable to determine a root cause of the foreign matter however, there has been increased awareness for cleanliness and reduction of foreign matter in the plant and, several projects are in place that will help reduce the potential of introducing fm into tubes. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use black foreign matter was found in the tube."